Event description:
During remote follow-up, noise was observed on the left ventricular (lv) lead. Lv lead damage was alleged, although it was not confirmed. Abbott technical support was contacted and confirmed the event. No intervention was performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by capping and replacing the left ventricular lead.

Event description:
Additional information received indicated the event was not resolved by capping and replacing the left ventricular lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.